Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
A report was received that the reason for patients ipg replacement was for the patient to get the upgrade system. The patient will also undergo a lead revision procedure due to lead was partially coming out of the epidural space.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Correction to fu #3 MDR. Additional information was received that the patient also underwent a revision procedure due to a faulty anchor system. Model number/catalog number: sc-4316 serial number: n/a batch/lot number: 18751018 model/catalog description: clik anchor model number/catalog number: sc-8336-70 serial number: 1085140 batch/lot number: 19411848 model/catalog description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.